Manufacturer narrative:
Per the t:slim x2 user guide, "always make sure that the correct time and date are set on your pump. Not having the correct time and date setting may affect safe insulin delivery." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer's pump time was inaccurate due to customer not changing it from initial pump training. Customer's blood glucose was 162 mg/dl. Tandem technical support assisted the customer with changing the pump time settings.